Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿it was going pretty good¿ but now each day was ¿getting less dependable¿ as they started to leak. When they got up at night, she felt like the urine was just going to flow out. This morning the patient was in (B)(6) and they thought they would ¿have a puddle under her if she didn¿t have a pad¿. The patient further stated that they felt like the had to go a little bit and then all of a sudden ¿it flows out¿. The return of symptoms issue was considered a gradual onset. They felt like the need some tweaking to the implantable device. Using the programmer, it was determined that the patient was on program 1 at 2.8 volts and the stimulation was on. The patient stated that they felt the stimulation more over the rectum and a little further back. The patient felt that ¿it should be a little closer in¿. Increasing the amplitude was considered. The patient was told to give it a couple of days to see if they get symptom relief. They were redirected to their healthcare professional (hcp) if the issue did not resolve. Additional information received on 2018-oct-22 from the patient reported that they were not getting good relief on program 1 at 3.8 volts and wanted to change the program. They could not go any higher in program 1 because it hurt when having a bowel movement/strain. The patient stated that they should feel the stimulation in the rectum/vagina area. The patient was assisted with changing from program 1 (at 3.8 volts) to program 2 at 2.8 volts. It was recommended that the patient consult with their healthcare professional (hcp) if they were not getting results. On 2018-nov-01, additional information received from the patient reported that the ins was working well but was not getting the same results as they did in the past. They stated that with the new ins, they had not been having success and that they had to wear pads, had urgency, peed when they stood up, and that the pee flows out occasionally (continuation of the same symptoms reported previously). They were on program 2 at 3.5 volts and wanted to change programs. The patient was walked through changing to program 3 at 3.9 volts. It was recommended they consult with their hcp if the issue did not resolve. On 2018-nov-14 additional information was received from the patient that reported that program 3 was not working for them and wanted assistance to switch to program 4. They were currently on program 3 at 4.6 volts and the stimulation was on. The patient was assisted in switching to program 4 at 2.5 volts where they felt comfortable stimulation new the rectal area. It was recommended to try this program and to follow up with their hcp if not helping. There were no further complications reported or anticipated. Also on (B)(6) 2019 additional information was received. Patient reported that her ins "worked a little bit", but then it stopped working and further clarified that it "did not stop working totally" patient said they still had soaking pads and their symptoms returned patient further stated that they "cut it off" and replaced it with a new one "about 9 months ago" and again patient clarified that the ins is still in her body, but they turned it off and implanted a new ins and a lead on (B)(6) 2019. There were no further complications reported or anticipated..